Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was low. The custom's blood glucose level was 3.1 mmol/l at the time of the incident and treated it with carbohydrates. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator didn't vibrate when it was supposed to. Per visual inspection there were traces of corrosion on the battery board which houses the vibrator. There were no visible cracks in the unit's case or keypad.